Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture was noted in both unipolar and bipolar pacing configurations, due to dislodgement which was confirmed through x-ray. The lead was repositioned successfully. The patient was not symptomatic and was doing well prior during and post procedure.